Event description:
It was reported that bd¿ pen ndl 32g 4mm 100ct gr no pt roche barcodes are not working when they are scanned. No serious injury or medical intervention was reported.

Manufacturer narrative:
The following fields have been updated with corrections: d.2. Common device name: pen needle.

Manufacturer narrative:
Additional information: this complaint was re-evaluated and was determined to be not reportable. This complaint is not MDR reportable. General dissatisfaction of the product does not impact the intended use of the device which would lead to serious injury or the clinician or patient.

Event description:
It was reported that bd¿ pen ndl 32g 4mm 100ct gr no pt roche barcodes are not working when they are scanned. No serious injury or medical intervention was reported.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ device barcodes are not working when they are scanned. No serious injury or medical intervention was reported.

Event description:
It was reported that bd¿ pen ndl 32g 4mm 100ct gr no pt roche barcodes are not working when they are scanned. No serious injury or medical intervention was reported.

Manufacturer narrative:
The following fields have been updated with corrections: MDR ownership. Site legal name (FDA): dun laoghaire. Describe event or problem: it was reported that bd¿ pen ndl 32g 4mm 100ct gr no pt roche barcodes are not working when they are scanned. No serious injury or medical intervention was reported. Medical device brand name: bd¿ pen ndl 32g 4mm 100ct gr no pt roche. Medical device manufacturer: dun laoghaire. Medical device catalog #: 320678. Unique identifier (UDI) #: (B)(4). Manufacturing location: dun laoghaire.